Event description:
The reporting person said that the patient had a polytrauma after a high impact automotive collision with extensive abdominal injury, compromising wall and abdominal muscles and rupture of the mesentery and complete section of the sigmoid rectum. The patient was tracheostomized and with colotomy and fracture of iliac wing. The patient was under treatment with targocid (teicoplanin) and polymyxin and meronem due pseudomonas. On (B)(6) 2014 it was verified culture with growth of gram negative. Metabolic disorder correction, renal failure on hemodialysis. It was performed several washing of abdominal cavity to complete the closure of the lesion. The product (permacol) was acquired on (B)(6) 2014 to perform the surgical procedure (at same day) during the afternoon. After 5 days from the procedure, the patient needed medical intervention to replace the product due to necrosis. Patient information: male, (B)(6), weight and height ignored.

Manufacturer narrative:
(B)(4).